Manufacturer narrative:
Batch review performed on 01 april 2019: lot 122761: (B)(4) items manufactured and released on 26-oct-2012. Expiration date: 2017-09-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. One other device was involved in the complaint. Ball heads: mectacer 01.29.233h head biolox option ø 40 (k131518), lot. 131062: (B)(4) items manufactured and released on 07-mar-2013. Expiration date: 2018-01-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs director: revision in secondary tha due to excessive leg length, which originated from an attempt to gain stability when recurring dislocation was noted. The cause of this adverse event is not related to a faulty device.

Event description:
On (B)(4) 2019 we have been informed about a patient who had a primary hip surgery on (B)(6) 2015. Subsequently, the patient came in complaining of instability and the head and liner were revised on (B)(6) 2016 [(B)(4)]. Presently, 2 years and 9 months from the last revision, the patient came in complaining of tightness and soreness due to the increased length and associated offset with the longer head from the previous revision. The surgeon plans on removing the current head and liner and trialing a dm converter liner and shorter head. The revision surgery has been scheduled for (B)(6) 2019 due to the patient's request so that the rehab time does not interfere with the patient's work schedule. More details to follow after the surgery has been completed.

Event description:
On (B)(6) 2019 we have been informed about a patient who had a primary hip surgery on (B)(6) 2015. Subsequently, the patient came in complaining of instability and the head and liner were revised on (B)(6) 2016 [ MDR 2016- 00323]. Presently, 2 years and 9 months from the last revision, the patient came in complaining of tightness and soreness due to the increased length and associated offset with the longer head from the previous revision. The surgeon plans on removing the current head and liner and trialing a dm converter liner and shorter head. The revision surgery has been performed on the (B)(6)2019 ball head and liner revised successfully.